Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported detachment of device component (clip) was confirmed as the clip was returned detached; however, due to the device and gripper line were not returned, the reported unable to remove the gripper line could not be replicated in a testing environment. Also, the reported clip caught on chordae and detachment of device component could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the gripper line and subsequent clip detachment was likely due to the observed gripper line caught on the frictional element (fe) during returned device analysis. The gripper line caught on the fe can cause difficulty or inability to remove the gripper line. However, the investigation was unable to determine a definitive cause for how and when the gripper line got caught. The clip detachment was a result of troubleshooting maneuvers to remove the gripper line (procedural conditions). A definitive cause for the reported clip caught on the chordae in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the gripper line, clip entanglement and complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed; however, the clip became caught on the chordae and could not be removed. The decision was made to implant the clip on the chordae. While attempting to establish gripper removability, the gripper line could not be removed. Troubleshooting was performed, but unsuccessful. Deployment steps were continued and the clip was deployed, but the gripper line still could not be removed. When the gripper line was pulled, the clip detached from the chordae and remained on the gripper line. A snare device was used to retrieve the clip. The procedure was discontinued, with no harm to the patient. The mr remained at 4+. No additional information was provided.